Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the physician was attempting to aspirate blood from the introducer there was a bunch of air pulled out of the introducer. The introducer had been properly flushed prior to the implant attempt. An alternate introducer was attempted with the same issue. No patient complications have been reported as a result of this event.